Event description:
A pump in use for peripheral regional anesthesia is alleged to have overdelivered. The infusion was reported to have started between 1100 and 1130 in the recovery room. The medication was 33% naropin. The settings of the pump were reported to have been rate 6ml/h; bolus 6 ml; amount of bolus 2/h; blocked time 30 mins. The pt was transferred from the recovery room to the ward room at 1330. At around 2230 the pt is reported to have heard a "strange" noise from the pump and felt numbness in the legs, at 2240 the pump was stopped. The pt, who is a nurse and reportedly knew how to operate the pump, claimed the pump delivered 100 ml within 20 minutes. Hospital personnel refute that 100 ml were missing from the bag. The pt also claims that the device alarmed "overdosage". The same pump was used on the same pt the next day with no difficulty. The pt was then discharged. The pt claims to have suffered from "blocked nerves, numbness in legs and problems with motoricity" for a week. Pt did not undergo neurological tests proposed by their doctor. The device was examined by the service department before return to the manufacturer. They reported no damage was apparent. The pump history was analyzed, no failure codes were detectable. The settings of the pump were reported to be according to the user. There was no change in the noise of the pump as the pt was reported to have noted. The pump was safety tested, the fault reported was not reproducible. There is no notice of "overdose" and it does not exist.